Manufacturer narrative:
Retainer ring = black device received with a blank display. Unable to verify keypad anomaly, perform the keypad test, self test, sleep current measurement, active current measurement and displacement test due to blank display. Pump was cut open to perform visual inspection and found electrical board 1 broken off and the battery tube connector still attached to electrical board 2. Also found moisture damage on the motor, force sensor, battery tube, vibrator and keypad flex tail. No moisture damage on the 40 pin flexible printed circuit/lcd, electrical board 2, keypad traces or dome switches during visual inspection. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and no blank display and thus software was utilized and successful. In conclusion, blank display due to broken off electrical board 1 and pump error 4 alarm and pump error 53 alarm in the insulin pump history due to software error. Device received with serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm and customer was unable to clear the alarm. Insulin pump keypad middle button did not respond. No harm requiring medical intervention was reported. The device will be returned for analysis.